Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 420 mg/dl. Customer was treated with insulin pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer's blood glucose reading was 391 mg/dl at the time of call. Customer stated that the drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was/was not returned for analysis. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump alarmed unexpected restart and recurred after the battery has been changed. Customer received an off no power alarm without the low battery alert warning and motor error alarm and they were able to complete the rewind process. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08735 inches. No unexpected off no power alarm or external error alarm noted. The low battery alarm functioning properly. No motor error alarm noted. Motor passed the motor test. Insulin pump passed the unexpected restart error test. No unexpected restart alarm noted. Insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.